Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a reading of 102 mg/dl on the doctor&#38112;meter, his compact plus meter displayed a reading of 478 mg/d within ten minutes. No adverse event reported, meter and strips replaced and requested for return.